Event description:
The following info was provided to cook by the user: the blue part of the device is going loose (i.e. Blue hook separated from loading catheter). Several attempts were made in an effort to collect additional info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event. However, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter, handle, barrel with six attached bands and the string were returned. One blue hook was detached from the catheter and loose in the package. The other blue hook was detached and not returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's stylet wire as well as the blue hook were measured and verified to be within the appropriate mfg specifications. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. The product said to be involved in the scope of the corrective action. Qa will continue to monitor for complaint trends.